Event description:
It was reported during bilateral thyroidectomy with neck dissection procedure that the device had nim was stating "lead off" error message and "check electrode". When they would check electrodes, they were all turning green/passing the impedance check. Additionally, user could hear they were getting a lot of interference/noise in the background. It started around 3000 uv, and gradually went up into the 7000's +. Another electrode check was done to try and clear the charge. It seemed to improve the interference. Anesthetist refused to return/save the tube. The capital was not the issue considering this was the third nim to receive these "tube charge errors".  The procedure was completed with the reported product. There was no patient injury.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA#631687, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.